Manufacturer narrative:
"Reportedly, the lens remains implanted." Should be corrected to "on 08/08/2019 the lens was exchanged for a same length/model lens. The exchange resolved the problem." In the initial MDR. Patient code 3191: secondary surgery, exchange. (B)(4).

Manufacturer narrative:
Device evaluation: dimensional and functional inspection found the lens within specifications. (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticm5_13.2, -5.5/+4.5/067 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2017. The surgeon reports refractive surprise, which was attempted to be corrected on (B)(6) 2018 via refractive treatment ("laser touch up"). This was not successful as currently there is again a refractive surprise. Reportedly, lens remains implanted. The cause of the event is reported as a patient-related factor.

Manufacturer narrative:
Result code 213 should be added to the previous MDR. Conclusion code 4310 should be added to the previous MDR. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in liquid in a lens case/vial. Visual inspection found no visibe damage and foreign residue on the lens. Claim#: (B)(4).